Event description:
Pt was prepped with betadine and alcohol for catheter placement. Pt was anxious and was on latex precautions but had no history of adverse reactions. Upon venipuncture, blood returned. Catheter was advanced over 2-3 mins with flushing. Shortly after completion, pt complained of pressure in his head. Noted flushed face. Pt placed on blow-by o2 - noted flushing on chest and upper extremities. Benadryl given IV. Bp noted 73/30. IV fluid bolus given. Bp returned within 10 mins to pre-procedure 120/60. Pt symptoms resolved.